Event description:
Covidien received information of error codes present indicating an 840 ventilator entered a ventilator inoperative condition. The customer was unable to confirm if the ventilator was in use on a patient at the time of malfunction.

Manufacturer narrative:
Covidien was not authorized to service the device.(B)(4).